Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with injection cefepime (1.5g daily; route and duration not reported) and injection vancomycin (1g once every three days; route and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, cefepime and vancomycin remain ongoing. The patient's outcome was not specified. No additional information is available.